Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous lesion in an unknown artery. The 2.0x20mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion without issue, however, the balloon would not inflate at all. The bdc was removed from the anatomy, and the catheter was placed on the back table, at which time contrast and a hole were noted in the balloon. An unspecified device was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The investigation determined the cause for the reported inflation problem to be related to the circumstances of the procedure. It is likely that the balloon was damaged during insertion, or to interaction with calcification. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.